Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d6a, d6b, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. Noise was appearing in the image due to damage to plug unit. It was likely due to electrical/electronic component problem. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope during a pre-use inspection of the image, the scope had symptoms of image noise and distortion. There were no reports of patient harm.